Event description:
It was reported that there was an image problem on the 9900 system when the connector was moved. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector and the interconnect cable were replaced during the svc call. The system was tested and found to be working as intended and placed back into service.